Manufacturer narrative:
A visual inspection was performed and showed the probe has been used in the field. The electrode is burnt on the surface and the insulation at the tip is damaged. A true root cause could not be determined due to the damage at the tip. A complaint review was performed and showed no other complaints issued for this failure. Device history record review found no anomalies during the manufacturing of this device.

Event description:
It was reported that: the surgical team formed by dr. (B)(6), his assistant, and two or tech, one from the institution and I as smith & nephew, we were ready to pass the cannula system in order to start the rotator cuff repair, but before that procedure, the doctor decided to burn a part of the bursa located in the shoulder joint with our radiofrequency vulcan saphyre 90°, but performing this routine procedure, the gray coating on the tip was broken inside the joint, without causing any harm to the patient. No patient injury or complications were reported.